Event description:
It was reported that the pulse generator was unable to interrogate and exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found lifted wire bonds connected to the battery case which caused an open circuit between the battery and the hybrid.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.